Event description:
Consumer complaint of higher reading than normal, for that reason consumer went ot the hospital. At the hospital, the customer's meter was 200 points lower than their meter. Customer was not able to provide comparison results.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: use error (poor storage, reused strips, poor fill, inaccurate reference).